Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 23953, were returned and analyzed. The data files showed 25 applications were performed with two balloon catheters on the date of the event. System notice 50005 (leak detection) was triggered on the date of the event. Visual inspection of the balloon catheter showed the catheter was intact with no apparent issues. Smart chip verification showed that the catheter has been used for 14 applications on date of event. The catheter failed the performance test due to system notice 50005 (leak detection). Pressure test showed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial pebax snapping at 0.50 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The electrical umbilical cable and balloon catheter were reconnected without resolve. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.